Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was achieved with five proglide devices using the pre-close technique via a 7f sheath prior to an impella interventional procedure. Reportedly, the sheath was upsized to a 13f and the impella procedure was completed. Pulsatile arterial bleeding was observed after knot advancement of the fifth proglide device. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The physician is reportedly not trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: device code 1643, not 2017: operator not trained. The device was not returned for evaluation. It should be noted that the perclose proglide instructions for use (IFU) states: this device should only be used by physicians who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. It is possible that the IFU violation contributed to the reported difficulties. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.